Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer was hospitalized on an unknown date due to diabetes ketoacidosis with high blood glucose of 400 mg/dl. Customer also received with sensor updating and change sensor alarms. Customer stated that, the high blood glucose caused by cortisone shot. Customer declined troubleshooting of the high blood glucose. The insulin pump will not be returned for analysis.